Event description:
It was reported that the device was being used for the first time (out of box) on a laproscopic appendectomy. The device produced a solid tone. It was reported that the procedure was finished with another device. There was no consequence to the pt.